Event description:
An IV bag containing nafcillin 12 grams in 300 ml of normal saline was prepared and attached to an infusion pump. The pump was programmed to deliver 50 ml of the preparation over 1 hour and to repeat this function every 4 hours for 24 hours. The entire infusion was delivered over a period of less than 1 hour. Pt called ambulatory infusion center to report event and complained of dizziness. Pharmacist at center consulted references for specific overdose instructions, and finding none, called regional poison control center. Pt's physician was notified. Pt was monitored at home the remainder of the evening and returned to the infusion center on 1/10/95. The pump and tubing were sent to the MFR for evaluation.